Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that patient was to have an MRI scan of the lumbar spine to rule out granuloma. Pump was delivering morphine and another unknown drug. Additional information has been requested; a follow-up report will be sent when it becomes available.